Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels of 280 mg/dl. The customer alleged that the pump was not working properly. Reportedly, the customer continued to use the pump for insulin therapy.